Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Deformation observed. Yellow particles inside of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported fluid around the implant. It subsided after treatment with anti-inflammatory drugs. Capsular contracture baker grade iii, need to exclude bia-alcl. This relates to the left side. Device has been explanted with a non allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Continued h.6. Health effect - impact code: f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported fluid around the implant. It subsided after treatment with anti-inflammatory drugs. Capsular contracture baker grade iii, need to exclude bia-alcl. This relates to the left side. Device has been explanted with a non-allergan device.